Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The representative called with the patient on the line, stating that their communicator is not pairing despite attempts to scan the back. The ins is subsequently dead, per the patient, and sending "shocks". Agent confirmed serial number and it was revealed the patient was scanning their wireless recharger. Patient was able to correctly scan the communicator and connect normally. Email sent to representative to obtain sr details, as they were unable to be obtained on the call due to the nature of the conversation.